Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose levels and buttons were harder to press. The customer stated that they were hospitalized two years ago due to low blood glucose level of 31 mg/dl. Customer stated that the health care professional's advised her to have the insulin pump due to her pancreas no longer works. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was stated that the buttons were get stuck on insulin pump. The insulin pump was returned for analysis. Unomed inf set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.